Manufacturer narrative:
The device powered up properly after battery installation. No blank display or audio/beep anomaly noted. The device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected no delivery, off no power, low battery, battery out limit and failed battery test alarms during testing. Also, the device passed rewind test, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test. The device had cracked battery tube threads, stripped battery cap coin slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got a failed battery test. The blood glucose level was 324 mg/dl. The customer also stated that the battery failed happen a lot with brand new batteries. The product will be returned for the analysis.